Manufacturer narrative:
On (B)(6) 2013 the customer at (B)(6) in reported that there was an electrical smell coming from the irs (image reconstruction system) and shut the system down. The system was not in clinical use when this issue occurred. There was no report of smoke or fire with this event. There was no injury to patient, operator or bystander with this issue. Upon further investigation of the contents of the ups cabinet by the fse (field service engineer), it was confirmed that half of the batteries inside the tripplite console uninterrupted power supply (ups) external battery pack were swollen and leaking battery acid. The battery acid was contained within the battery pack and no acid leaked externally. After this tripplite ups battery failure occurred, the philips fse reconfigured the system to operate without a console ups. The failed tripplite ups and external battery pack was removed and disposed by the sites local biomed service personnel. There were no parts available to be sent back for a formal failure analysis to be performed. The philips fse confirmed that the customer at (B)(6) decided not to replace the console ups. The philips fse was able to provide the ups and external battery pack model and serial numbers of the failed components. Supplier quality was provided this information and was instructed to contact the supplier (tripplite) to obtain a manufacturing date of the ups and external battery pack to determine the age of the components. It was determined that the failed tripplite ups and external battery was approximately 4 years old at the time the failure occurred and according to tripplite, under ideal conditions, batteries are capable of lasting 3 to 5 years. The probable root cause of the failed battery pack was that it was approximately 4 years old which exceeds tripp-lite's recommendations of battery life; phillips does not support preventive maintenance and proactive battery replacement to prevent these types of failure from occurring. After the failure occurred the philips fse reconfigured the system to operate without a console ups. The customer decided not to replace the console ups and external battery pack. The system was operating as intended after the fse reconfigured the system to operate without a console ups. Internal cross reference: (B)(4).

Event description:
The customer reported a burning smell from the irs computer rack. The philips field service engineer (fse) investigated the issue and found that the burning smell was not coming from the image reconstruction server (irs) computer rack it was caused by a defective console uninterrupted power supply (ups) external battery pack. The fse confirmed that half of the batteries inside the external battery pack were swollen and leaking battery acid which was the cause of the burning smell. The battery acid leakage was contained inside the housing of the ups external pack. There was no injury to patient, operator or bystander due to this issue. There was no report of smoke or fire.